Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
At noon on (B)(6), preparations were made to initiate hypothermia treatment using the thermogard xp ivtm system. The nurse began priming the start-up kit (suk) (lot#: 208126) according to standard procedures. However, when the air trap holder was positioned and the prime switch was held for over three minutes, the suk's pinwheel did not rotate at all. The doctor decided to use another suk, which was successfully primed. The icy catheter (lot#: 209536) was successfully placed to initiate the hypothermia treatment. However, the doctor immediately noticed blood leaking from the catheter's orange ports (both in and out luers). It was suspected that the catheter's balloon was leaking. The icy catheter and saline bag were replaced, and the procedure was initiated. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was corrected for the catheter's lot number. D4 (suspect medical device, lot #) was corrected. D4 (suspect medical device, expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported complaint of a suspected catheter balloon leak was confirmed during the functional testing of the returned icy catheter (lot # 209530). During the in/out lumen flushing, a leak was observed from the proximal end of the distal balloon due to a tear in the balloon. The nature and location of the tear suggest it was likely caused by contact with a sharp instrument, such as a suture needle or scalpel, during handling or use of the catheter. During functional testing, all infusion ports and lumens were flushed without resistance, except for the proximal luer port, which was clogged by blood in the tubing. Upon flushing the in/out lumen, a leak was observed from the proximal end of the distal balloon. Further inspection of the catheter under a microscope revealed a balloon tear located at the proximal end of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 209530.

Event description:
At noon on (B)(6), preparations were made to initiate hypothermia treatment using the thermogard xp ivtm system. The nurse began priming the start-up kit (suk) (lot # 208126) according to standard procedures. However, when the air trap holder was positioned and the prime switch was held for over three minutes, the suk's pinwheel did not rotate at all. The doctor decided to use another suk, which was successfully primed. The icy catheter (lot # 209530) was successfully placed to initiate the hypothermia treatment. However, the doctor immediately noticed blood leaking from the catheter's orange ports (both in and out luers). It was suspected that the catheter's balloon was leaking. The icy catheter and saline bag were replaced, and the procedure was initiated. No consequences or impacts on the patient.